Manufacturer narrative:
Describe event- added patient outcome good and three posterior capsules were reported. Concomitant medical products was provided. Handpiece and tip was included.

Manufacturer narrative:
Reason for no-evaluation - the equipment was not evaluated after the treatment since there was no indication that a malfunction caused the reported issue. The clinic is reporting the event and have not requested an equipment check, field service visit or clinical support visit. Placeholder.

Event description:
Account reported capsule tear that required anterior vitrectomy.

Manufacturer narrative:
(B)(4).

Event description:
The clinic reported three posterior capsule tears. The clinic reported all three patient outcomes are expected good outcome. Each will be submitted separately. This is one of three reported.